Event description:
Information was received indicating that this ambulatory infusion the pump gave "no cartridge detected" error. It was reported that the event has usually occurred over night or in the morning. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no known adverse effects to the patients due to the reported event.